Event description:
Pump ran continuously during a shoulder case. The pump was turned off and back on. This didn't help. The tubing was changed and the pump ran fine. When the drapes were removed extravasation was noted around face and neck area. The unit was set at 75mmhg at 100% flow rate. The pump was used the following monday for two other cases without any problems. The device is used for treatment.